Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a receiver that ceased to function. The complaint receiver was returned for evaluation. The device was visually inspected and failed as the window is damaged. The receiver will not boot or charge. The reported event of the device ceased to function was confirmed. A probable cause is unable to be determined.